Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. It was not possible to push the orsiro mission stent system through the guiding catheter. Thus, it was removed from the patients body and it was noted that the stent has been dislodged inside the guiding catheter. Eventually, it was possible to remove all parts from the body.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation but contrast medium residue was observed in the inflation lumen which implies application of negative pressure. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped in between the two radiopaque markers. Moreover, the hypotube was found kinked at several locations. The stent was returned separately. The stent is slightly deformed (i.e. Kinked) in its center. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the procedure, i.e. Application of negative pressure prior to placement of the stent in the target lesion which is warned against in the IFU.